Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in a mildly tortuous, and severely calcified left anterior descending artery of the heart. A 1.50mm rotalink plus was selected for the procedure and was used successfully. The 1.50mm was exchanged for a larger burr (2.0mm) without issue. The 1.50mm burr was advanced to be used again; however, the device stalled and rotation stopped. In attempts to remove the burr from the wire, it was noted that the burr was stuck to the wire. The devices were removed together as one unit. The procedure was completed wit ha different device. No complications reported. The patient's condition is good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis.the advancer unit and the burr catheter were not connected via the handshake connection, but the wire was returned through both parts of the device. The returned rotawire was removed from the device with restriction due to the wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There is blood in the housings showing that there was an insufficient amount of saline flowing through the device. The handshake connection is bent. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in a mildly tortuous, and severely calcified left anterior descending artery of the heart. A 1.50mm rotalink plus was selected for the procedure and was used successfully. The 1.50mm was exchanged for a larger burr (2.0mm) without issue. The 1.50mm burr was advanced to be used again; however, the device stalled and rotation stopped. In attempts to remove the burr from the wire, it was noted that the burr was stuck to the wire. The devices were removed together as one unit. The procedure was completed wit ha different device. No complications reported. The patient's condition is good post procedure.